Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked. There was no reported damage to the battery cap; the cap&#38112;yellow o-ring was allegedly visible. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed multiple reboots on 08/24/2015. A visual inspection of the pump showed the battery compartment was cracked. No moisture was observed in the battery compartment. The returned battery cap was able to fully attach on to the pump with no power loss. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during investigation. Unrelated to the initial complaint, the audio bolus button cover was torn and the button was intermittently unresponsive. The cover was removed and moisture corrosion was found under the button contact. The keypad cover was torn below the ok button. Additionally, the display screen was dim and discolored.